Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One (1) foil package containing one (1) winding former with one (1) detached needle and one (1) suture dispensed were received for analysis. The product code is sxpp1a435. Upon visual inspection of the returned sample, the swaging and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was noted, and slight marks were noted on the body of the needles. The suture piece was examined, and the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information received: according to feedback of the sales rep on 9-may-2025 via phone, event date should be april 22, 2025 .